Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The date of event is only an approximation as the customer could only state the event occurred 2 weeks prior. The customer stated the meter result was 5.3 inr. Review of the customer's meter memory showed that on both (B)(6) 2018 the customer obtained inr results of 5.3 inr. The customer could not recall the specific laboratory result but it was in the range of 3.0 - 3.9 inr. The laboratory result was within 7 hours of the meter result. The customer's therapeutic range is 3.0 - 3.5 inr. There was no allegation of an adverse event. The customer believed the laboratory result was accurate. The customer's current condition was provided as feeling sick but has not received any medical treatment for an upset stomach. The customer did not make any medical decisions based on the meter results. The customer is not anemic, is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no new medications, no new illnesses, no changes in diet, and no signs of bleeding or bruising. The customer's meter and test strips have been requested for return. Replacement products were sent. Corresponding retention test strips (314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.